Event description:
Home patient (hp) reports calling baxter's technical service center for assistance after noting a leak from their transfer set. Hp improperly disconnected the transfer set from the patient line tubing of the homechoice set during homechoice treatment. Hp reports they disconnected self without placing a minicap on the transfer set. No patient injury or medical intervention required per rn.